Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; visual examination of the returned product identified that the post of the humeral tray provisional has fractured. Nicks and gouges are observed on the instrument. Sem analysis revealed fracture surface artifacts consistent with an bending overload fracture. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Device product code - phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total reverse shoulder arthroplasty, the polyethylene post on the humeral trial broke after trialing several times. A different trial was used to complete the procedure with no patient injury reported.